Event description:
It was reported the patient had their deep brain stimulator (dbs) off for an hour, but they got it back on. It was noted they got a green battery light, but the monitor in their chest was orange. The patient¿s stimulation did not come on right away after an hour when they turned it on. It was noted their stimulation took an hour to turn back on. They thought their batteries were going low and it started on the day of report. It was noted all of a sudden, they couldn¿t move. The patient checked their therapy and ¿all things checked out appropriately¿ with both left and right implantable neurostimulators (ins). The patient had the implants for 6 years. It was stated the patient would call their health care professional since the stimulators had been verified that they were on during the call. The patient was unable to adjust stimulation and the status lights were assessed. It was noted the action resolved the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).